Event description:
It was reported that the insulin pump had an unresponsive keypad and made a constant tone after the battery was taken out. The blood glucose reading was 84 mg/dl. The customer stated that the insulin pump alarmed lost sensor, and he went to find the sensor signal when he observed the keypad anomaly. No significant events leading to the keypad issues were observed. He stated that he went from the insulin pump for 45 minutes when he went into the hot tub; it was unclear whether he had the insulin pump in the same vicinity as the hot tub. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was properly connected to glucose sensor simulator. No high pitch constant sound noted. The insulin pump was received with intermittent act button due to due to flattened dome. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.